Event description:
The explanted device was received for investigation.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explantation report the user had an active middle ear infection and an abscess in the implant bed. The user had a canal wall down surgery and there was a defect in the external auditory canal. The conductor link was in the radical cavity. There is no product deficiency alleged. Despite requested no further information was received.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an infection. Additionally, an extrusion of the conductive link into the external auditory canal was observed. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. This is a final report.